Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the pt reported experiencing elevated blood glucose of 500 mg/dl the previous day. Symptoms of elevated blood glucose were frequent urination. He was given an injection of insulin by his nurse to lower his blood glucose. At the time of the report, the pt was in the hosp due to chest pain. He stated that no insulin flowed from the infusion tubing when he changed the insulin cartridge the previous day. To troubleshoot he was instructed to perform a bolus. No insulin flowed from the infusion tubing. He was advised to perform a prime and no insulin flowed from the infusion tubing. He was instructed to remove the infusion tubing and to bolus through the insulin cartridge. No insulin flowed from the end of the insulin cartridge. The pt did not have his supplies at the hosp with him and he did not have his backup infusion device. The pt called back in the same day, and stated that he changed the battery and was then able to perform the change cartridge procedure and prime the infusion tubing. He bolused 7 units of insulin to push an air bubble out of the insulin cartridge. Upon f/u about 2 days later, the pt stated that he was doing well and his infusion device was functioning properly. No prod will be returned for eval.